Event description:
A report was received that the patient underwent a battery replacement procedure due to inability to charge. The stimulator was working well following the procedure.

Event description:
A report was received that the patient underwent a battery replacement procedure due to inability to charge. The stimulator was working well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance, and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. Upon receiving, the ipg was in hibernation. The patient charging profile revealed no anomalies. Battery depletion rate and sleep current rate of the device were within the expected ranges. The device passed all required tests. The device exhibited normal device characteristics.